Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating the vessel on a laparoscopic low anterior resection, the surgeon was able to squeeze the handle and jaws were able to close but there were issues experienced with the loading or firing of the clips. They replaced the device to complete the case. There was no patient injury.